Event description:
It was reported to depuy acromed that a sounding probe broke during use. According to the complaintant, while the surgeon was using the probe, the tip separated from the flexible stem and lodged in the pedicle. The surgeon felt that this would not affect the patient and he left the tip implanted. The instrument will not be returned as it was discarded by the hospital. There were no other adverse consequences to the patient.